Event description:
Customer reported his precision xtra meter turned on with "888" upon test strip insertion then the meter turned off. Customer also reported experiencing symptoms of sweatiness and loss of consciousness and eating food and drinking milk to counteract his symptoms. No third party medical intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.